Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) medical center with limited information. Information identified in the paperwork indicated the patient died approximately three months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt for additional information was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID 407652, implanted: (B)(6) 2013.(B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.